Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on further review and investigation, this report has been reassessed and found to be a non-reportable complaint.

Event description:
Procedure: unknown. According to the reporter: the battery seemed to be fully charged. When placed in the idrive, the instrument works, loads, cycles and clamps down on tissue. However, when the attempt to fire was made, the instrument would not fire and the status lights turned blue. A different battery was used and the idrive functioned correctly, so it was determined that the issue was with the battery.